Event description:
Healthcare professional reported two incidents of aptient reaction with the psn dialyzer occurring with the same patient. It was reported that the first incident occurred historically, while the patient was receiving dialysis at another center. It was reported that the patient experienced chills and itching. No further information is known about this incident. It was reported for the second treatment that at the start of treatment, the patient complained of chills, itching and back pain. Treatment was stopped and the patient was administered benadryl (route and dose unknown). Treatment was resumed on an alternate membrane and completed without incident. It is reported that the patient continues to dialyze on an alternate membrane without incident.